Event description:
Update 03/24/2016 06:52 am (B)(4):it was reported that the ventilators' user interface holder was broken. There was no patient involvement reported.(B)(4).

Manufacturer narrative:
Evaluation on-site performed by our field service engineer (fse) revealed that the user interface holder was wobbling. The replacement of the user interface holder was done to prevent separation of the interface. Based on the information provided by the hospital, the operator uses the monitor when transporting the ventilator which has caused the compression fitting at the plastic ring to be loosened. Our conclusion is that the operator had not followed the instructions for transport, which is stated in the user manual, and which indicates that the handles on the mobile cart should be used for transportation of the ventilator.

Event description:
(B)(4).